Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to perforation and tilt. The following additional information was received per the patient¿s implant records; the filter was implanted due to pulmonary embolus with contraindication to anticoagulation. The filter was deployed below the renal veins. A completion venacavogram showed the filter position to be appropriate. The patient returned to the intensive care unit in satisfactory condition. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately eleven years and five months post implantation. The patient reports perforation of the filter strut(s) outside the inferior vena cava (ivc), tilting of the ivc filter and ivc filter abutting the aorta. The patient further reports living with the anxiety of having a filter that could fail at any time, but that may not be retrievable without serious surgery, and living with the fear that the filter has tilted within the vena cava, perforated the vena cava and it is abutting an adjacent organ.

Manufacturer narrative:
Section a3 was corrected complaint conclusion: as reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. Per the medical records, the indication for filter was pulmonary embolus with contraindication to anticoagulation. The filter was deployed below the renal veins. A completion venacavogram showed the filter position to be appropriate. The patient returned to the intensive care unit in satisfactory condition. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to perforation and tilt. Per the patient profile form (ppf), the patient reports perforation of the filter strut(s) outside the inferior vena cava (ivc), tilting of the ivc filter and ivc filter abutting the aorta. The patient further reports living with anxiety. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from ivc filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
It was reported that a patient was implanted with a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damage, including tilt and perforation. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to perforation and tilt.